Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual bolus. The customer reported an insulin flow block and it's a current event. The customer reported a blood glucose value of 400 mg/dl and a current blood glucose value of 96 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-441ag, mmt-7040a. Troubleshooting was performed for the insulin flow blocked alarm and the customer confirmed that insulin did not exit the tubing with the manual push of the reservoir plunger or reported greater than normal resistance so it was advised to replace the set or reservoir connection. Troubleshooting was performed for the high blood glucose and the non-serialized product being replaced. It was confirmed that the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1884. Mmt-332a was requested and the customer response was the device will be returned. Mmt-441ag was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.